Event description:
A surgeon reported that during intraocular lens (iol) implanted surgery the haptic broke. Following surgery the patient had no central vision due to the lens becoming decentered. Additional information was received from the surgeon, who reported the iol was exchanged. The surgeon indicated the use of an unapproved viscoelastic and handpiece combination.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history records could not be reviewed for the associated cartridge lot because the reporter did not provide any information traceable to the manufacturing documentation. The product investigation could not identify a root cause for decentered lens. However, based on the information provided, the root cause for the report of a broken haptic is most likely related to a failure to follow the directions for use (dfu). This lens was reported to be used with unapproved viscoelastics and an unapproved handpiece. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).